Event description:
It was reported that over infusion was experienced in a low volume infusor. This occurred during patient infusion with fluorouracil and physiological solution. The reporter stated that the expected infusion time was 46 hours; however, the infusion ended after 34 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was manufactured between 08/02/2012 and 08/03/2012. The device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.